Event description:
The customer reported that erratic and/or no value thyroid stimulating hormone (tsh), vitamin b12 (b12), free total thyroxine (frt4), triiodothyronine (tt3), total human chorionic gonadotropin (tbhcg) results with instrument generated flags were generated from an access 2 immunoassay system for four patients. Beckman coulter inc. Assessment of customer supplied data indicated that upon repeat testing of the patient samples on the same instrument, varying numerical results were generated for three patients. Confirmatory repeat testing was not provided for the fourth patient. The erratic/no value patient results were not reported outside the laboratory and hence there were no deaths, serious injuries or modification to patient treatment associated or attributed to the event. No other patient assay results were questioned by the customer as erroneous as part of this event. The test samples were collected in lithium heparin plasma tubes with gel separators. The samples were originally analyzed from the primary tubes. Reanalysis of the samples occurred either from the primary tube or from an aliquot placed into a sample cup. All of the samples were full draws with no signs of lipemia, icteria or hemolysis. Beckman coulter inc. Assessment of customer provided system performance information indicated that all involved assays possessed accepted calibration curves with acceptable percent coefficients of variation (%cv).system checks performed prior to, and on the day of, the event failed to meet customer specifications. The previously performed system check initially failed due to an elevated substrate %cv but passed upon repeat. It is unknown if any troubleshooting occurred in-between runs. The customer performed daily maintenance prior to running assay quality controls. Weekly maintenance (which includes cleaning of the probes) was performed on (B)(6) 2012. Specific patient information was not provided by the customer.

Manufacturer narrative:
Service was dispatched to the site on (B)(4) 2012 for this event. The field service engineer (fse) decontaminated the substrate system. The fse replace the probes and the main pipettor tip. The fse rebuilt the precision pump. The fse then performed a routine system check which generated acceptable results. Upon completion of the necessary and verified repairs, the instrument was returned back into service. The causal component of the event was the precision pump.